Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was described as an itchy, pink, bumpy rash. On (B)(6) 2016, the patient had a scheduled appointment with her certified diabetes educator/nurse practitioner and requested a prescription to assist with potential, future skin reactions. Patient stated that at the time of the appointment, she had not yet developed an itch from the current sensor. The patient was prescribed 1% mometasone furotate cream. The affected area was treated with the prescribed 1% mometasone furotate cream. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data way returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined prior to sensor application. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.